Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) was experiencing device interrogation issues. Upon interrogation, the device was found but was unable to connect. The fcr was instructed to reboot the programmer. The fcr reported that the connection was issue resolved. No further intervention was required.